Manufacturer narrative:
E1 initial reporter facility name: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified a shaft break 137cm from the distal tip and no manifold was returned. No kinks or damages on the polymer extrusion shaft. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage.

Event description:
It was reported that a delivery shaft fracture occurred. 97% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the delivery shaft fractured. The procedure was completed with the same device without complications, and patient was stable post procedure. It was further reported that the handle broke off in two about 20cm and the device was removed normally.

Event description:
It was reported that a delivery shaft fracture occurred. 97% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the delivery shaft fractured. The procedure was completed with the same device without complications, and patient was stable post procedure.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that a delivery shaft fracture occurred. 97% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the delivery shaft fractured. The procedure was completed with the same device without complications, and patient was stable post procedure. It was further reported that the handle broke off in two about 20cm and the device was removed normally.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6).